Event description:
It was reported that the patient wanted to know how high she can increase stimulation. The patient reports suddenly overnight one night she was really struggling with her bowels and peeing again like she had no therapeutic effect. She checked the neurostimulator settings and she was at 1.4. She does not understand how it could had been this low. The patient thinks that somehow amplitude was decreased to 1.4 when problems occurred. She then increased to 2.2 and it had been working really well since that time. The patient inquired if traveling through airport security could cause this to occur. She had no falls or traumas, but she does "heavily work out". At this point everything was fine and if it gets worse she will just increase it a little more. It was noted in (B)(6) 2015 the patient saw her managing hcp (healthcare provider). The healthcare provider said ¿it looks like you're gonna have to be replaced". It was reported that the hcp never checked the ins (stimulator). The patient had neurostimulator implanted in 2013 and states "that¿s not old enough" to need to be replaced. The hcp "was ready to replace it without making an adjustment". She was planning to g o back to hcp on friday to discuss replacement. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reports the patient do not have concerns with their device or therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reports the patient had a broken wire and the battery was running out. It will be replaced on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va071ff, implanted: (B)(6) 2013, product type: lead. (B)(4).